Event description:
This is a spontaneous nurse report from the USA of touch contamination and bacterial peritonitis with culture positive for (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting nurse stated that on an unreported date, the patient made mistake/touch contamination. On (B)(6) 2010, the patient was diagnosed with peritonitis. On (B)(6) 2010, the patient was hospitalized for the peritonitis. Treatment information was not provided for the events. On an unreported date in 2010, dianeal therapy was withdrawn. The patient was recovering from the peritonitis. It was not reported whether the event of patient made mistake/touch contamination resolved. Per the nurse, the event of bacterial peritonitis with culture positive for (B)(6) was not related to dianeal pd4 ambuflex therapy. A causal relationship was not reported for the event of patient made mistake/touch contamination and dianeal pd4 ambuflex therapy.

Manufacturer narrative:
(B)(4). A batch review was performed for suspect lot number(s); (B)(4) with no defects noted. The as determined cause was poor aseptic technique. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
(B)(4) study. Same case as MFR report #: 2134265-2010-05606, 2134265-2010-05608, 2134265-2010-05609. It was reported that following a stenting treatment procedure, an acute myocardial infarction occurred. The index procedure placed 3 unspecified taxus express2 stents in the proximal right coronary artery and 1 unspecified taxus express2 stent in the distal circumflex artery. In (B)(6) 2010, the patient experienced an acute myocardial infarction (inferior wall). A target lesion revascularization was performed. Per the physician, the myocardial infarction was listed as "definitely related" to the study stents and possibly related to the antiplatelets. In (B)(6) 2010, the patient developed choledocholithiasis angiocholitis and died. Per the physician, the death event was listed as "unrelated" to the study stents.